Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed error. The customer's blood glucose value was 11 mmol/l. The customer stated that the no rewind was possible. The insulin pump failed displacement verification test. The insulin pump was dropped on the bottom side. The insulin pump will be returned for analysis.

Manufacturer narrative:
During rewind, the unit returned a no motor movement or negligible pump error. Upon further examination of the interior of the unit, did not note any signs of previous moisture presence or corrosion on the electronic assembly. The motor flex cable, however, was not plugged into its connector on electrical board . Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion test due to the no motor movement or negligible pump error.